Event description:
It was reported that a libre 3 plus sensor used with the ilet was replaced after a sensor failure and required reactivation, after which the user received an activation successful message; the agent assisted the user with a glucose entry, confirmed glucose was stable, and advised that readings would appear after the 60-minute warm-up, consistent with an intermittent communication failure involving the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between systems consistent with intermittent communication failure and involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.